Event description:
It was reported that balloon rupture occurred. The patient underwent vascular access intervention therapy (vaivt). The 95% stenosed target lesion was located in shunt in the moderately tortuous and moderately calcified cephalic vein. After a guidewire was crossed the lesion, a 7.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed successfully by dilating with a 75 cm shaft of mustang 7-40. There were no patient complications nor injuries reported and patient condition was good.